Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure is wear and tear.

Event description:
It was reported on 08/05/2022 by a sales representative via email that an ar-9561-30s and ar-9560-24 screw and baseplate would not fit together and were stripped. This was discovered during a case with no patient harm.